Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on the right ventricular (rv) lead due to a high, out-of-range pacing impedance measurement of greater than 2000 ohms. The lss caused the rv lead to pace and sense in the unipolar configuration, which resulted in some episodes showing noise and oversensing. Device data was submitted to technical services for review. It was noted the impedance measurements had been gradually increasing since may. Technical services recommended troubleshooting to test the lead integrity, and to see if any noise could be reproduced in the bipolar configuration and to take multiple impedance measurements to see if jumpy or out-of-range values could be produced. If no noise was produced in bipolar, the lead could be programmed back to bipolar and the alert value could be increased to 3000 ohms. No adverse patient effects were reported. The device and rv lead remain implanted and in service.